Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported her husband's insulin pump alarmed motor error. The device cannot get past the fill tubing stage. Customer tried manual prime several times and changed the battery. Insulin exits the tubing, but the device is still stuck on fill tubing. Customer's blood glucose level is 190 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. He is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery test. No excessive no delivery alarm noted. No motor error alarm noted during bolus and basal delivery. Insulin pump was unable to prime during prime test due to faulty force sensor. No prime alarm noted. The motor was tested outside of the device and passed. Insulin pump had minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.